Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had a power on reset. It was noted that the patient is undergoing radiation therapy. The device parameters were reprogrammed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device status had a full power on reset of parameters. There was a critical ram parity error recorded on (B)(6) 2013. Parity error is considered low severity and the device should be able to recover after reset. Patient was exposed to radiation treatment therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.